Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was conducted with the naked eye and using magnification, but no problems were noted with the device. Functional testing was performed: leak testing, clamp function testing, clear passage testing and integrity of the seal surface were tested. There were no issues noted during the functional testing and the device was determined to meet specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when a transfer set was being replaced, the new transfer set could not be completely connected to the titanium adapter. The transfer set was replaced with a new one. There was no patient injury or medical intervention reported. No additional information is available.